Event description:
It was reported that a merlin.net transmission showing nonsustained lead noise due to post paced t-wave oversensing was received. The patient was asymptomatic. Programming changes were made, correcting the oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that a new merlin.net transmission revealed non-sustained lead noise due to post-paced t-wave oversensing. Further programming changes were recommended.